Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were unable to rewind the insulin pump. The customer's blood glucose was 440 mg/dl at the time of incident. The customer was assisted in rewind the insulin pump at the time of call. The customer was able to rewind the insulin pump successfully. The insulin pump will not be returned for analysis.